Event description:
It was reported by service report that the fowler section would not raise and or lower correctly. It is not known if there was pt involvement; however, no adverse consequences were reported.